Event description:
Head section not going down.

Manufacturer narrative:
Technician found faulty bed solenoid cable assembly. Tech replaced cable assembly to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.